Event description:
Following successful surgery in 2006 to resect a large retroperitoneal tumor and reconstruct the ivc with the "contegra graft", the patient subsequently developed ascites and abdominal distention. This worsened on 3 days later and the patient vomited, aspirated and required intubation. He was re-explored and the ascites removed. The contegra graft had clotted secondary to compression, and this was successfully declotted and the patient's hemodynamics were good, but he had profound and worsening hypoxia secondary to the aspiration. This required placement on vv ECMO. A complication from neck cannulation occurred and the patient required a sternotomy, resuscitation, placement on va ECMO and repair of the neck vessel perforation from within the chest. The patient's condition improved quickly from a pulmonary and hemodynamic standpoint and he was weaned off ECMO and decannulated and chest closed 3 days later. The contegra graft in the ivc was patent at this time when the abdominal vac was changed. However, after the event requiring CPR, he sustained significant neurologic injury and progressed to brain death the next day.